Event description:
It was reported that a clearlink extension set had experienced a no-flow, during priming with saline. There was no patient involvement; therefore there was no adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the device noted noevidence of priming below the y-site. Functional testing confirmed that the set could not be primed. Microscopic inspection showed that the outlet port of the y-site was blocked with solvent bonding. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.